Event description:
Following a fall, a pt developed pain down their leg. The fall occurred a couple of months ago. The pt's device was explanted on (B)(6) 2010 as an MRI was planned to determine if the device had moved, and was resting on the pt's sciatic nerve. The pt's status was fair, however their outcome was not reported. Additional info is being requested from the hcp, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).